Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
High capture thresholds were noted on this lead on (B)(6) 2019. Lead was found to be dislodged and was subsequently repositioned on (B)(6) 2019. Lead remains actively implanted. Should additional information become available, this file will be updated.